Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during insertion of a tibial nail (with expert tibial nail and synream system) the reamer head broke when reaming the intramedullary canal. The surgeon mentioned that there was a slight bend in the wire which may have contributed. The procedure was completed by using another set. It was reported that there was no damage to the surrounding tissues during the retrieval of the reamer head fragments. All fragments were retrieved. The incident delayed surgery by approximately 20 minutes but was completed successfully (surgeon was satisfied with the fixation). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the investigation has shown that the reamer head (part number 352.085) is indeed completely broken off. The tip is clearly damaged as well. Based on these findings, it is likely that the reamer head must have been in contact with the rod (or as mentioned by the surgeon) the slight bend on the wire has had an impact the way the reamer head has scattered into bits. Or simply, too much mechanical force, well beyond its calculated design, was applied during reaming the intramedullary canal. The article in question was analyzed for conformance to print specifications (at that time of manufacture), as well as the device history record was researched (manufactured in nov. 2009) with no identifiable issues. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight were not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.